Event description:
The customer reported that the colonovideoscope was not recognized when connected to the processor. According to the initial reporter, this event only occurred intermittently during procedure preparation, prior to the patient entering the room. There was no report of patient harm as a result of this event.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. The unit was experiencing connection issues due to a damaged plug unit/connector. A definitive root cause could not be identified. However, based on the results of the investigation and the condition of the returned device, it is believed that prolonged fatigue ultimately leading to component failure caused the reported malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide the correction to the previous report. Corrected fields: g4, d8, h4, h6

Event description:
No additional information received from customer.